Manufacturer narrative:
Device was lost, and will not be returned.

Event description:
Per the audiologist, the patient¿s fixture failed to osseointegrate due to soft bone at the time of surgery and fell out. Reimplantation is planned for late date in 2009.